Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on 04-may-2016 who had essure 205 (fallopian tube occlusion insert) inserted on an unspecified date for sterilization. Consumer's concurrent condition included nickel allergy and low metabolism (but according to the consumer to samples nothing). Consumer reported events, which occurred approximately 6 months after essure insertion. In 2002 she experienced fatigue symptom and weakness. In 2003 she had swollen abdomen, allergy, itching, eczema, swollen in the body, liquid retention, and hair loss. On an unspecified date the consumer had problem with profuse bleedings and, diffuse pain left side of abdomen, got myomas in turns - last time so big she had to go through hysterectomy, pain at intercourse, rash, and she stated that the events made her daily chores more difficult. She mentioned that the events led to hospitalization and sick leave. The events were not treated. When the hysterectomy was performed on 2013 she had still been feeling ill but had a slight improvement except the pain that had gotten worse. She had not been able to have any sexual life because of the pain. It turned out that they (health care professionals) did not know that she had the implants. So after many tours during these three years a mr x-ray was performed. They found metal fragment left in abdomen exactly where she had the pain. So they had snipped of the essure implant so that it was still there. Shall soon do a new surgery where they shall try to remove the rest. She stated that since she was allergic to nickel she understood that was why she got the rash and itching. She stated that a physician was informed regarding the side effects and that she did not know what could have caused this otherwise. Company causality comment this non medically-confirmed, spontaneous case report was received via regulatory authority and refers to a female consumer who had problem with profuse bleedings (regarded as genital bleeding), diffuse pain in the left side of her abdomen and allergy after essure (fallopian tube occlusion insert) insertion. According to her, the events resulted in hospitalization. She also got myomas in turns and had to go through hysterectomy. After the hysterectomy, her pain persisted and an x-ray found a metal fragment left in her abdomen. She stated they had snipped of the essure implant and she will have a new surgery soon to remove the rest. These events are listed in essure's reference safety information, except for the reported myomas which are unlisted. Uterine leiomyomas (fibroids or myomas) are the most common pelvic tumor in women in reproductive age and typically present with symptoms of heavy or prolonged menstrual bleeding or pelvic pain. Their incidence is increased in black women and in women with early menarche or family predisposition. Considering myomas pathophysiology and given essure's mechanical action into the fallopian tubes, causality between this event and the suspect insert is considered unlikely. Regarding the remaining events, the consumer stated they started approximately 6 months after essure insertion. Her myomas could be an alternative explanation for her genital bleeding. However, considering essure's safety profile and events' nature, causality with the suspect insert cannot be excluded. Other non-serious events were also reported. This case was regarded as an incident, due to the serious injury reported (hospitalization, planned surgical intervention). A product technical analysis is being sought. No active follow-up will be pursued, since this is a health authority case.

Manufacturer narrative:
Quality safety evaluation received on 24-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Follow-up received on 27-may-2016: information received from physician states that patient had essure, lot number a36525 and model number ess305, inserted on (B)(6) 2013. On (B)(6) 2016, laparoscopy was done to diagnose the reason for patient complains of continued pelvic pain. On (B)(6) 2016, hysterectomy completed was performed and essure was removed. Patient's pelvic pain relieved. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. According to follow up information, the patient was presenting pelvic pain and a laparoscopy was done two years after insertion (not after a few hours as previously reported). At laparoscopy, it was reported non-serious events abnormal appearing uterus, ovaries and tubes (discoloring appearance, they were white). Then, 10 days later, hysterectomy was performed and the pelvic pain relieved (positive dechallenge). Considering the nature of pelvic pain and the positive dechallenge, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical procedures to remove the devices were performed. The product technical investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. An updated ptc results is pending.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.